Event description:
It was reported that there was no image on the monitor of the itrak 3500p. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the uninterruptible power supply module was defective and was replaced with a spare that the hospital had in storage. The system was tested and found to be working as intended and placed back into service.